Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient participated in a glow study. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/18/2019, it was erroneously omitted to indicate the conclusion code. The awareness date was reported incorrectly. The correct awareness date is 5/14/2019. The report submission due date was reported incorrectly. The actual due date was 6/13/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, 2022, mentor became aware that per confirmation received there was no rupture. Hence, clinical code has been updated from rupture (post-implant) to adverse event on this form under field h6. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 23, 2022, mentor became aware that the patient experienced right side local reaction. Hence, field h6 clinical code has been updated to "local reaction" on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor was aware of right side anisomastia in june 2023 in addition to right side local reaction but it was inadvertently never reported. Hence, clinical code "deformity/ disfigurement" has been added on this form. At the time of this report, mentor still has received no information regarding explantation or an expected explantation date. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4) mentor was aware of anisomastia in june 2023 but it was inadvertently never reported.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a this report contains supplemental information for mentor psr reference number ip-00149580. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with mentor memorygel breast implant 475cc and was presented with left side pain, and right-side breast implant rupture and inflammation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device. This report contains supplemental information for mentor psr reference number ip-00149580.